Event description:
New information received indicates that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode due to the magnetic resonance imaging (MRI) scan being performed with the ICD being programmed to MRI mode. Programming changes were made and the ICD was restored. The patient condition was not known.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode. Further information was requested but not yet received.